Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid right coronary artery that was 95% stenosed. The access site was radial. A 3.5 x 33 mm xience xpedition stent delivery system (sds) was used; however, there were several failed attempts to cross the device towards the lesion due to the anatomy. Additionally, force was applied during advancement, and there was also difficulty in removing the device due to the lesion. The proximal shaft was noted to be kinked when it was removed from the anatomy. All the devices were removed as a single unit. Another unspecified sds was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported resistance met during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. The reported kink was confirmed. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.